Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) patient harm: second surgery. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 22 january 2014, part: 422.257 / lot: 8801034. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: a broken plate was reported. This complaint involves 1 part. Broken parts were left in the patient - patient harm: second surgery and pain. Patient condition: not so bad. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the plate breakage could be confirmed.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: material and measurable dimensions meet to the specifications; the broken surface does not show any anomalies of materials structure. The DHR review shows that the production procedure was according to the specifications. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Material: the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Conclusion: to date we are not aware of any other similar complaints related to the article and lot number in question. The fracture surfaces show large abraded areas caused from rubbing of broken parts against each other after the breakage. The intact area does not show any anomalies of materials structure, what indicates material conformity as well. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. The plate was broken at the third hole and shows traces of utilization and scratches. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. It was also checked by material certificate, if the correct material was processed with the result, that it meets the specification. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.